Manufacturer narrative:
Continued: h6- f1905. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Additional observation: red biological tissue observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV. This record relates to the right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: cyst: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: deformation observed. Yellow particles were observed on the surface of the device. Creases were observed.

Event description:
Healthcare professional reported capsular contracture baker grade IV. This record relates to the right side. The device has been explanted and replaced.